Event description:
Caller alleged discrepant troponin I (tni) results on triage cardiac panel test vs. Siemens dade rxl lab analyzer for three pts. Customer stated that all pts came through emergency department (ed). Ed physicians were concerned about releasing the pts based upon the indeterminate triage tni results. Sample type: triage cardiac panel test: edta-whole blood (wb). Siemens dad rxl lab analyzer: sodium heparin plasma. No specific pt information was provided.

Manufacturer narrative:
In house testing of cardiac w49761 with 10 (n=3/donor) normal (apparently healthy) whole blood donors resulted in all values <0.10 ng/ml. With an exception of one which was 0.101. No false positive or elevated result was observed. No product deficiency was established. All values received within manufacturing final release specifications. All results of the retain testing met the release requirement. We have 95% confidence but the devices will demonstrate at least 95% reliability due to all devices being below 0.1 ng/ml for tni. As of (B)(4) 2012, there is one complaint on cardiac lot w49761.